Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Provocative maneuvers were performed and showed that the noise resulted from myopotentials sensing.

Event description:
Reportedly, three vf episodes were observed due to noise oversensing leading to charge of the capacitors. Other episodes with noise oversensing without majority of vf were observed since the implantation; a lead-ICD connection issue is suspected. No provocative maneuvers were performed.